Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR report: 1627487-2013-0491. Reference MFR report: 1627487-2013-0492. Reference MFR report: 1627487-2013-0494. It was reported, the pt had been hospitalized due to septic shock. The pt went to the emergency room and it was determined there was an infection. Follow up found the infection was in the bloodstream; it was reported there was no isolation to a specific device area. The pt was placed on IV antibiotics and the scs system was left implanted. It was reported, the pt was responding to treatment, and the infection was determined to be a staph infection.